Event description:
The device was used to monitor a patient during transport and the device reportedly "locked up", displaying dashed lines and a service indicator. A back up device was obtained and the patient was monitored with the back up device. There were no adverse effects to the pt as a result of the reported event.